Manufacturer narrative:
Insulin pump passed the displacement and self test. Insulin pump programmed the current time and date then monitored for few hours. The time and date functioning properly. No program or reset anomaly during test noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had clock difference of 25 min within few days. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the gain was greater then 3 minutes within 10 days. Customer states gain was greater than 9 minutes within 30 days. The insulin pump will be returned for analysis.